Event description:
It was reported the video system center experienced a communication error when turning on the power. The issue occurred during preparation for use for an unspecified procedure. The issue was resolved by disconnecting and reconnecting the connector and restarting the device. The intended procedure was then completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was an accumulation of dust inside the video jacket; however no relationship with the reported event was identified. A root cause was not determined. Olympus will continue to monitor field performance for this device.